Manufacturer narrative:
E1: (B)(6). H3, h6: h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The customer's reported issue was not confirmed. The pump's downstream occlusion sensor was tested and found to be activating in specification. The investigation was not able to determine a cause to the reported issue. The pump was calibrated as a precaution.

Event description:
It was reported that the device gives overpressure alarm even though everything is open. There was unknown patient involvement.